Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had partial display and received insulin flow block alarm. The customer stated that there were cracks on the screen thus it was hard to read. The customer also reported insulin flow block event which was resolved by changing the reservoir. It was also reported that the insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with missing segment/dog chew marks. Unable to perform basic occlusion test and occlusion test or verify no delivery alarm/occlusion due to reservoir tube lip has been chewed up by a dog. Unit received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test and a21 alarm test. No battery power loss alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump received with dog chew marks, severely scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label, missing reservoir tube o ring and broken reservoir tube lip. The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage. The original lcd board was removed and replace with a test lcd board. No anomalies was notice after battery insert. Problem isolated to lcd board. No unexpected battery power loss anomalies noted. No unexpected failed battery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.